Event description:
Add'l info received from MFR on 01/02/03: the medical device (indirect ophthalmoscope) identified in the above-identified medical device report was not manufactured by nikon inc. The device was manufactured by propper manufacturing co., inc., 36-04 skillman ave, long island city, new york 11101.

Event description:
Pt to undergo laser photo coagulation of the retina, related to neovascular glaucoma. Physician selected lens and performed a pan retinal photocoagulation. Procedure performed on proper eye but wrong site. Pt sustained a scar to the macula, pressure normalized, sight not improved. Pt informed.